Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial: (B)(4), ubd: 23-dec-2021, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left iliofemoral artery access and medtronic guidewire in a patient with annular and/or aortic calcification, moderate paravalvular leak (pvl) was identified. A p ost-implant balloon aortic valvuloplasty (bav) was performed using a 20mm non-medtronic balloon, but the pvl did not improve. A larger 21mm non-medtronic balloon was used and the valve dislodged to a negative implant depth. Per the physician, the valve dislodge was independent of the bav. The valve was snared up into ascending aorta. Using a second delivery catheter system, a second valve was successfully advanced through first valve and was deployed in satisfactory implant position and released. Following valve implant, first degree atrio-ventricular block was noted and a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided to medtronic and sent to image review. Per image review there were two movie clips provided. The first movie clip showed a second system being deployed below the first valve that has been relocated to the ascending aorta. The second movie clip showed both valves deployed to 100% with the first valve system in the ascending aorta and the second valve system in the annulus. There are no valve load checks for this event. The imaging provided confirms that a second system was used after relocating the first valve system in the ascending aorta. There is no additional imaging provided that can confirm the procedure events as stated in this event report. Paravalvular leak (pvl) is a known adverse event per the device instructions for use (IFU). It can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A post bav was performed on this first implanted valve, but the patient condition did not improve. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Dislodge events are typically not related to a device malfunction. Here the valve dislodged to a negative implant depth which per the physician was independent of the bav. The reported av block is a type of conduction disturbance. Conduction disturbances can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. No other adverse effects were reported. This event does not indicate device misuse or malfunction. Updated data: h6 - method code, results code, conclusion code corrected data: h6 - patient code, device code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.